Event description:
Boston scientific received information that beeping tones were heard on this implantable cardioverter defibrillator (ICD). A fault error 1003 was also observed. Boston scientific technical services (ts) discussed that the fault was appropriately declared. There were no suspicious faults or resets stored within device memory. The therapy was currently unaffected. The battery status indicators were inaccurate as it was not reflecting the depletion condition of the device. The device should be replaced for analysis. There was also a likelihood that the device did not have sufficient reserve to maintain normal therapy functions but this behaviour may change unpredictably. The device was then replaced. During the revision, it was found out that an unknown right ventricular (rv) lead was not tightened. A lead revision was performed. All measurements were tested fine after the operation. No additional adverse patient effects were reported. The device was out of service. The lead remains in service.

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013. This device was included in the 2013 advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed one low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. No setscrew issues were noted. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.